Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further info will follow once the analysis has been completed.

Event description:
It was reported that the customer was treated by paramedics three times for hypoglycemia. The customer stated that her most recent bolus history showed that she bolused the day before the event, but that she could not remember what it was for. The customer also stated that the bolus history did not go far back enough for the other two episodes of low blood glucose levels. Programming was correct. Nothing further was reported.